Manufacturer narrative:
Returned device was received in decent physical condition. There was a cracked right plunger case and plunger tube grommet was partially pushed inside of a pump. Evidence of reported problem in event log was found. During the evaluation of the device, the motor was not running during the occlusion test which was the reported issue. The combination of motor assembly, worm gear, lead screw, and clutch halves were found to be old, dirty and worn out due to normla wear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a primary background test failure and an audible alarm. No adverse events were reported.